Event description:
The customer contacted the baxter service center regarding a cassette that came apart during setup on the home choice machine. The customer stated that when he was about to connect, the connector came off the line. The technical service representative (tsr) explained to the customer that he would need to start over with new supplies. During a follow-up call the patient's care giver (cg) was asked about the reported problem. The cg stated that the patient was about to connect when the problem was found, and that the cap on the patient line pulled the luer connection off. The cg stated when the reported problem occurred the tubing seemed to be a bit loose making it easy to pull apart with the cap. The cg stated this area seemed to be weaker. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available, however the lot number is known so a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable and user did not describe any types of use errors or other issues that might have caused the issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.